Manufacturer narrative:
Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint. Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution of the "[laboratory name initials] 4 hr (1-5 mm) & agar blks" protocol comprising (B)(4) cassettes, which started in retort a at 16:40pm on (B)(6) 2022 and completed successfully at 03:18am on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. There is limited information available regarding the source and handling of the patient tissue samples either prior to or following processing using the instrument. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant from the "[laboratory name initials] 4 hr (1-5 mm) & agar blks" protocol started in retort a at 16:40 on (B)(6) 2022 could not be unequivocally identified from the information available. A contributing cause may have been the extended wax infiltration time.

Event description:
On (B)(6) 2022, the leica senior application consultant-ireland (fas) documented the following: "customer has advised today of suboptimal tissue processing on their p3 for the run put on friday 30th september, finished sat 01 october. This was the "[laboratory name initials] 4 hr bx" program (same as factory 4 hour but renamed afaik). Tissue described as brittle at embedding and blue hue/nuclear meltdown microscopically...retort b with a different program (18 hour fatty tissue) was unaffected and completed around 8 a.m. As expected..." On (B)(6) 2022, the fas documented the following further information in relation to the circumstances involved in this event: "retort a: [laboratory name initials] 4 hour bx program: tissue described as "brittle at embedding" and "slides show nuclear blue hue" at microscopy, 82 blocks in retort a altogether. As slides had already been distributed to pathologists it is unknown how many of the specimens are affected at this time ((B)(6) 2022). Retort b: [laboratory name initials] 18 hr breast/fatty tissue program: no issues noted." The fas also documented that the patient tissue samples involved were derived from the "[laboratory name initials] 4 hr bx " protocol comprising 82 blocks, which started in retort a at 16:40pm on (B)(6) 2022 and completed at 15:18pm on (B)(6) 2022; the artefact identified in the affected patient tissue samples was described as "blocks brittle at embedding, blue hue seen at microscopy"; the tissue types of the affected patient samples were "various including gi, liver, all small biopsies" and the size of the affected patient tissue samples was "max 2x2x5mm". During the visit to the customer site on (B)(6) 2022, the fas reviewed the instrument logs and documented that: "...user set [laboratory name initials] 4 hr bx program to finish at 06.00 hrs on (B)(6) (communicated by customer), but program completed at 03.18 hrs on this date (cassettes removed at 06.00 hrs). Gui clicks report reveals user selected ok after selecting finish time of 06.00 hrs but "restricted workflow" indicates that peloris was not able to finish the run at 06.00 thus produced an automated finish time of 03.18 which user confirmed with "ok". Tissues of small size were thus exposed to heated wax (65o) for 3 hours longer than programmed (4 hrs altogether) i.e. 4 times programmed duration..." On (B)(6) 2022, the leica senior application consultant-ireland (fas) documented the following: "patient outcome: not known yet-customer described the cases as "diagnosable in terms of cancer etc." But they felt that they would not be able to perform biomarkers/ihc on the tissue". On (B)(6) 2022, the fas documented the following in relation the patient impact/outcome: "they had only reviewed 8 cases up to yesterday (the urgent specimens of the 82 blocks) and confirmed some of these had cancer present on h&e, and that they were not very happy with the ihc staining performed (lymphoid markers very weak). Lab manager [name] did mention there may be some re-biopsies required but could not say how many or which cases as yet." On (B)(6) 2022, leica biosystems melbourne received the following information provided by the complainant to the fas: "total number of blocks put on run: 71 histology + 4 cytology = 75 blocks total. Total number of patients: 34. Total number of blocks affected: reported on h&e however processing artefact noted in reports and cannot accurately interpret ihc: at least 7 cases so far. Rebiopsy required: in at least 3 cases (breast cases) up to today - this may increase as there are two urgent cases pending (ihc cannot be accurately interpreted) as the h&e were reported; and it was the biomarkers/ihc that was an issue we felt the reprocessing of blocks wasn't a viable option - we had tried this method before and it had not yielded better results." The complainant has been requested to provide an identifier, age or date of birth and gender for each of the patients requiring re-biopsy. This information has not been received as at (B)(6) 2022.